Event description:
Customer called to report that there was a leak of less than 5 milliliters under the front center of the coulter lh500 hematology analyzer. Customer also observed partial aspiration errors. The field service engineer (fse) inspected the instrument and observed that the bellows would not drain. The fse also found that the actuator for pinch valve pv21 (needle bellows to waste) deteriorated and was not functioning properly. The fse replaced the actuator for pv21, as well as pv21, 22, 23 and 70. The fse then cleaned and oiled all of the actuators along the bottom of the pump module, which were lined with a saline crust. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause is attributed to the actuator for pv21, which had deteriorated due to exposure to saline over time and was not functioning properly. Customer stated that patient sample results were not affected, and that no one was exposed to or harmed by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).